Event description:
A report was received that the patient underwent an ipg replacement procedure. It was assessed that the ipg had been placed too low. Due to the patient sitting in a wheelchair the ipg pushed against the skin causing a wound to develop causing skin erosion. The patient underwent a procedure in which an ipg was placed higher. The patient is doing well post operatively.

Manufacturer narrative:
The returned ipg was analyzed and no anomalies were found.

Event description:
A report was received that the patient underwent an ipg replacement procedure. It was assessed that the ipg had been placed too low. Due to the patient sitting in a wheelchair the ipg pushed against the skin causing a wound to develop causing skin erosion. The patient underwent a procedure in which the ipg was explanted and a new ipg was placed higher in the back. The patient is doing well post operatively.